Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low blood glucose of 40 mg/dl. The customer was informed that there could be many reasons for low blood glucose. The customer stated that they had calibration errors on their insulin pump. The customer stated that there was a large difference in sensor and blood glucose but the customer was advised that they had to provide more specific answers as to why she noticed the large difference. A courtesy sensor was shipped to the customer. No further information was provided.